Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off. In addition, with horizontal metal scratches and blade discolored (blue) due to heat generated from contact between the blade and tissue pad. Due to the horizontal metal scratches discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce horizontal metal scratches to the blade of to the device. The evidence that was found on the instrument was: horizontal metal scratches. Blade discolored blue.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off. In addition, with horizontal metal scratches and blade discolored (blue) due to heat generated from contact between the blade and tissue pad. Due to the horizontal metal scratches discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce horizontal metal scratches to the blade of to the device. The evidence that was found on the instrument was: horizontal metal scratches. Blade discolored blue.

Event description:
It was reported that during an unknown procedure, an error 5 occurred and then, the blade was broken off when wiped with gauze. No pieces were left inside the patient. . Another device was used to complete the case. There were no adverse consequences to the patient. It was unknown whether the device had contacted with something hard.